Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when her doctor recently changed her insulin pump settings that her blood glucose has been getting low. The customer experienced a low blood glucose event two weeks ago when her blood glucose descended to 49 mg/dl. The customer treated with glucose tablets. Troubleshooting did not occur for the low blood glucose. No products were returned or replaced.